Event description:
Customer reported that the electrical plug receptacle had become dislodged from the side panel and fell inside the css console, and therefore, the css console could not be connected to wall power. The pt was switched to a backup css console. There was no pt impact. After the pt was switched to the backup css console, the vad coordinator retrieved the electrical plug receptacle from the inside of the css console and was able to securely reattach it to the side panel with one screw and nut. He was unable to locate the other screw. Syncardia has requested that the css console be returned for evaluation.